Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient had a left total knee replacement (stryker triathlon primary total knee arthroplasty system) by dr. (B)(6) and is currently seeing him at different location. Patient states she has had constant pain since surgery, is unable to stand for long periods of time, has issues bending her knee and is experiencing some audible clicking. Patient states she is allergic to nickel and wants to know if the stryker devices contain any trace of nickel. She is currently using a topical numbing cream (lidocaine and anti-inflammatory).